Manufacturer narrative:
The customer biomed indicated that there was a generator test and the computers were unable to reconnect following the test. Analysis was performed by remote and onsite service personnel which included requesting that the customer check the network switches and servers. The customer confirmed that all lights were on, green, and systems appeared active. Despite this, the hosts and overall facility remained down. A philips field service engineer (fse) was dispatched. The fse noted that the computers were not seeing the primary server, so the fse performed a reboot of switches and shut/no shut some ports. Some of the ports were error disabled. The results of the analysis were inconclusive as a cause was not identified. This is a philips supplied clinical network. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was software related. Following the reboot of the switches and correcting the error disabled ports, the computers were able to reconnect. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on patient information center ix indicating that connectivity was lost on all floors. The device was in clinical use on patients at the time of the event. No adverse event was reported.